Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 16-oct-2015: the bayer reference number for the ptc report is: (B)(4). The unique identifier number (UDI) is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. No similar ae cases identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that in operating room, during essure insertion, there was basically a suspected perforation (interpreted as uterine perforation) with fluid overload. She had breathing issues. Patient's stomach was distended. Suspected perforation is listed event in the reference safety information for essure, while the other events are unlisted. These events were considered serious due to their medical importance. In this case, it was not confirmed whether perforation occurred during essure insertion. Also, the reason why the patient's stomach was distended was unknown. An intervention was performed and electrolyte tests were going to be done. Although further details are pending, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to intervention required. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 11-jan-2016: despite follow-up attempts, no response was given to date. No further information is expected. Follow-up received on 12-jan-2016: essure health care provider uterine/tubal perforation questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, problems or procedures and has as previous pregnancies gravida 3, para 3 and no abortions or ectopic pregnancies; had essure (lot number, expiration date and model number not known; hcp could not find in the electronic medical records) inserted on (B)(6) 2015. Patient was not postpartum at the time of insertion. According to health care professional, cervical dilatation, intravenous sedation and paracervical block were applied during procedure. No sounding or general anesthesia was done. In addition, physician reported that the visualization of tubal ostium on both sides was easy as well as the insertion (discrepant information). There was fluid loss more than 1500cc (5000 ml) and physician is not sure about the duration of the procedure. As symptoms patient was bloated after procedure and also experienced edema. No organ or intra-abdominal structure was perforated. Physician reported that patient had a complication during the placement with essure because of fluid overload secondary to using the wrong device to instill fluid into the endometrial cavity. The pressure was set too high causing fluid to pass too easy into the tube and then into the abdominal cavity. Health care professional finished the procedure and then made a colpotomy to drain most of the excess fluid from her abdomen. According to physician, it took 3 to 5 days for patient's body to rid her of the remaining fluid. Additionally, health care professional reported that this complication had nothing to do with the essure. Patient had no long term sequelae and is very happy she did the procedure. No imaging test was performed to confirm essure placement. According to health care professional, no back-up contraception was used after essure insertion and before total occlusion confirmation. Patient had an endometrial ablation. No hysterosalpingogram test was performed. Essure device was not removed neither removal is planned. Follow up information received on 02-feb-2016 from physician: patient had a paragard iud for birth control prior to the ablation, it caused her to have severe menorrhagia. The iud was removed at the time of her ablation and essure procedure, all which were done together on (B)(6) 2015. The physician was aware that it was not recommended doing an essure procedure and ablation on the same day, but patient want to avoid having 2 surgeries and this patient was a health care provider. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and an endometrial ablation performed at the same time. During this procedure, there was fluid overload secondary to using wrong device to instill fluid into endometrial cavity. Patient had breathing issues and the physician made a colpotomy to drain the excess fluid (drained off about 5 liters of fluid). It took 3 to 5 days for patient's body to rid her of the remaining fluid. She had no long term sequelae. Only fluid overload is listed according to essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, hysteroscopy must be terminated if distension fluid deficit exceeds 1500cc or hysteroscopic time exceeds 20 minutes. In this particular case, the physician considered the event as unrelated to essure and related to the use of a wrong device to instill fluid into the uterus. However, considering the reported fluid overload occurred as a complication of essure insertion procedure; company regards this event as related to the suspect device. Since medical intervention was required for event's treatment, this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number d06940 inserted on (B)(6) 2015 for permanent contraception. The physician reported that in operating room there was basically a suspected perforation with fluid overload. Patient was under anesthesia and 9 liters of saline were introduced into her. She had breathing issues. The problem was that they were having a real problem with their fluid management system, the nurse did not seem to know what was going on with the fluid intake and output. Bilateral placement of essure was achieved and after placement was inserted 14 gauge needle with catheter into peritoneal cavity underneath cervix and drained off about 5 liters of fluid. The fluid was everywhere, on the doctor, the patient and the floor. They did not visually see any type of perforation but patients stomach was distended and they did not know what was going output wise. Patient was awake and fine when coming out of operating room was going to be observed for a few hours and electrolyte tests were going to be done. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that in operating room, during essure insertion, there was basically a suspected perforation (interpreted as uterine perforation) with fluid overload. She had breathing issues. Patient's stomach was distended. Suspected perforation is listed event in the reference safety information for essure, while the other events are unlisted. These events were considered serious due to their medical importance. In this case, it was not confirmed whether perforation occurred during essure insertion. Also, the reason why the patient's stomach was distended was unknown. An intervention was performed and electrolyte tests were going to be done. Although further details are pending, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to intervention required. Further information and product technical analysis are being sought.